Event description:
It was reported that during an implant procedure, overstress bending in the ring-coil zone was applied to the lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood in/on the helix mechanism. Visual analysis noted that there was no visible damage to the lead at the time of analysis.